Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo essure confirmation test". The patient's medical history included insomnia on (B)(6) 2015, hypothyroidism from 2013 to 2015, anemia, anxiety, depression, amenorrhea, post-traumatic stress disorder and thyroid disorder. Concomitant products included bupropion hydrochloride (wellbutrin) since (B)(6) 2018, buspirone hydrochloride (buspar) from (B)(6) 2018 to (B)(6) 2018, ibuprofen from (B)(6) 2018 to (B)(6) 2019 and ondansetron (zofran) from (B)(6) 2019 to (B)(6) 2019. On (B)(6) 2012, the patient had essure inserted. In (B)(6) of 2013, the patient underwent cholecystectomy ("gallbladder removal"). In (B)(6) of 2014, the patient experienced iron deficiency anaemia ("anemia"), menorrhagia ("menorrhagia (heavy menstrual bleeding)/ abnormal bleeding (menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal), anxiety ("psychological or psychiatric problems condition: anxiety"), depression ("depression worsened"), dyspareunia ("dyspareunia (painful sexual intercourse), vaginal discharge ("vaginal discharge") and abdominal pain ("left abdominal pain") and was found to have weight increased ("weight gain"). In 2017, the patient experienced gastrooesophageal reflux disease ("acid reflux"). In (B)(6) of 2018, the patient experienced nausea ("nausea") and syncope ("blood or heart disorder/condition type: vasovagal syncope"). In (B)(6) of 2018, the patient experienced hot flush ("hormonal changes describe: hot flashes"). In (B)(6) of 2019, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and procedural pain ("post procedural pain"). On an unknown date, the patient experienced genital haemorrhage ("gen. Abnormal bleed"), bladder disorder ("bladder probs"), fatigue ("fatigue"), alopecia ("hair loss"), tooth disorder ("dental probs"), constipation ("gastrointestinal or digestive system condition type: constipation"), diarrhoea ("diarrhea"), gastric ulcer ("stomach ulcers") and night sweats ("night sweats"). The patient was treated with surgery (partial hysterectomy). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, genital haemorrhage, iron deficiency anaemia, menorrhagia, hot flush, vaginal haemorrhage, vaginal discharge and abdominal pain had resolved, the bladder disorder, fatigue, alopecia, tooth disorder, nausea, anxiety, depression, syncope, cholecystectomy, dyspareunia, constipation, diarrhoea, gastrooesophageal reflux disease, gastric ulcer, procedural pain and night sweats outcome was unknown and the weight increased was resolving. The reporter considered abdominal pain, alopecia, anxiety, bladder disorder, cholecystectomy, constipation, depression, diarrhoea, dyspareunia, fatigue, gastric ulcer, gastrooesophageal reflux disease, genital haemorrhage, hot flush, iron deficiency anaemia, menorrhagia, nausea, night sweats, pelvic pain, procedural pain, syncope, tooth disorder, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on (B)(6) 2014: essure confirmation test: unspecified. Result-not reported. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on (B)(6) 2020: plaintiff fact sheet received. Reporter, patient demographics, medical history, concomitant drugs were added. Added events hormonal changes describe: hot flashes, abnormal bleeding (vaginal), psychological or psychiatric problems condition: anxiety, depression worsened, blood or heart disorder/condition type: vasovagal syncope, gallbladder removal, dyspareunia (painful sexual intercourse), vaginal discharge, weight gain, gastrointestinal or digestive system condition type: constipation, diarrhea, acid reflux, stomach ulcers. Post procedural pain, left abdominal pain, night sweats. She did not undergo essure confirmation test. Updated reported term of event, event onset dated, outcome. Event genital haemorrhage was updated as non serious. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo essure confirmation test". The patient's medical history included insomnia on (B)(6) 2015, hypothyroidism from 2013 to 2015, anemia, anxiety, depression, amenorrhea, post-traumatic stress disorder and thyroid disorder. Concomitant products included bupropion hydrochloride (wellbutrin) since (B)(6) 2018, buspirone hydrochloride (buspar) from (B)(6) 2018 to (B)(6) 2018, ibuprofen from (B)(6) 2018 to (B)(6) 2019 and ondansetron (zofran) from (B)(6) 2019 to (B)(6) 2019. On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2013, the patient underwent cholecystectomy ("gallbladder removal"). In (B)(6) 2014, the patient experienced iron deficiency anaemia ("anemia"), heavy menstrual bleeding ("menorrhagia (heavy menstrual bleeding)/ abnormal bleeding (menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), anxiety ("psychological or psychiatric problems condition: anxiety"), depression ("depression worsened"), dyspareunia ("dyspareunia (painful sexual intercourse)"), vaginal discharge ("vaginal discharge") and abdominal pain ("left abdominal pain") and was found to have weight increased ("weight gain"). In 2017, the patient experienced gastrooesophageal reflux disease ("acid reflux"). In (B)(6) 2018, the patient experienced nausea ("nausea") and syncope ("blood or heart disorder/condition type: vasovagal syncope"). In (B)(6) 2018, the patient experienced hot flush ("hormonal changes describe: hot flashes"). In (B)(6) 2019, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and procedural pain ("post procedural pain"). On an unknown date, the patient experienced genital haemorrhage ("gen. Abnormal. Bleed"), bladder disorder ("bladder probs"), fatigue ("fatigue"), alopecia ("hair loss"), tooth disorder ("dental probs"), constipation ("gastrointestinal or digestive system condition type: constipation"), diarrhoea ("diarrhea"), gastric ulcer ("stomach ulcers") and night sweats ("night sweats"). The patient was treated with surgery (partial hysterectomy). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, genital haemorrhage, iron deficiency anaemia, heavy menstrual bleeding, hot flush, vaginal haemorrhage, vaginal discharge and abdominal pain had resolved, the bladder disorder, fatigue, alopecia, tooth disorder, nausea, anxiety, depression, syncope, cholecystectomy, dyspareunia, constipation, diarrhoea, gastrooesophageal reflux disease, gastric ulcer, procedural pain and night sweats outcome was unknown and the weight increased was resolving. The reporter considered abdominal pain, alopecia, anxiety, bladder disorder, cholecystectomy, constipation, depression, diarrhoea, dyspareunia, fatigue, gastric ulcer, gastrooesophageal reflux disease, genital haemorrhage, heavy menstrual bleeding, hot flush, iron deficiency anaemia, nausea, night sweats, pelvic pain, procedural pain, syncope, tooth disorder, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on (B)(6) 2014: essure confirmation test: unspecified. Result-not reported.. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 15-jun-2021: quality-safety evaluation of ptc based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo essure confirmation test". The patient's medical history included insomnia on (B)(6) 2015, hypothyroidism from 2013 to 2015, anemia, anxiety, depression, amenorrhea, post-traumatic stress disorder and thyroid disorder. Concomitant products included bupropion hydrochloride (wellbutrin) since (B)(6) 2018, buspirone hydrochloride (buspar) from (B)(6) 2018, ibuprofen from to (B)(6) 2019 and ondansetron (zofran) from (B)(6) 2019. On (B)(6) 2012, the patient had essure inserted. In (B)(6)2013, the patient underwent cholecystectomy ("gallbladder removal"). In (B)(6) 2014, the patient experienced iron deficiency anaemia ("anemia"), heavy menstrual bleeding ("menorrhagia (heavy menstrual bleeding)/ abnormal bleeding (menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), anxiety ("psychological or psychiatric problems condition: anxiety"), depression ("depression worsened"), dyspareunia ("dyspareunia (painful sexual intercourse)"), vaginal discharge ("vaginal discharge") and abdominal pain ("left abdominal pain") and was found to have weight increased ("weight gain"). In 2017, the patient experienced gastrooesophageal reflux disease ("acid reflux"). In (B)(6) 2018, the patient experienced nausea ("nausea") and syncope ("blood or heart disorder/condition type: vasovagal syncope"). In (B)(6) 2018, the patient experienced hot flush ("hormonal changes describe: hot flashes"). In february 2019, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and procedural pain ("post procedural pain"). On an unknown date, the patient experienced genital haemorrhage ("gen. Abnormal. Bleed"), bladder disorder ("bladder probs"), fatigue ("fatigue"), alopecia ("hair loss"), tooth disorder ("dental probs"), constipation ("gastrointestinal or digestive system condition type: constipation"), diarrhoea ("diarrhea"), gastric ulcer ("stomach ulcers") and night sweats ("night sweats"). The patient was treated with surgery (partial hysterectomy). Essure was removed on (B)(6)2019. At the time of the report, the pelvic pain, genital haemorrhage, iron deficiency anaemia, heavy menstrual bleeding, hot flush, vaginal haemorrhage, vaginal discharge and abdominal pain had resolved, the bladder disorder, fatigue, alopecia, tooth disorder, nausea, anxiety, depression, syncope, cholecystectomy, dyspareunia, constipation, diarrhoea, gastrooesophageal reflux disease, gastric ulcer, procedural pain and night sweats outcome was unknown and the weight increased was resolving. The reporter considered abdominal pain, alopecia, anxiety, bladder disorder, cholecystectomy, constipation, depression, diarrhoea, dyspareunia, fatigue, gastric ulcer, gastrooesophageal reflux disease, genital haemorrhage, heavy menstrual bleeding, hot flush, iron deficiency anaemia, nausea, night sweats, pelvic pain, procedural pain, syncope, tooth disorder, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on (B)(6) 2014: essure confirmation test: unspecified. Result-not reported.. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 24-may-2021: mr received : reporter added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') and genital haemorrhage ('gen. Abnormal. Bleed') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), iron deficiency anaemia ("anemia"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), bladder disorder ("bladder probs"), fatigue ("fatigue"), alopecia ("hair loss"), tooth disorder ("dental probs") and nausea ("nausea"). The patient was treated with surgery (partial hysterectomy). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, genital haemorrhage, iron deficiency anaemia and menorrhagia had resolved and the bladder disorder, fatigue, alopecia, tooth disorder and nausea outcome was unknown. The reporter considered alopecia, bladder disorder, fatigue, genital haemorrhage, iron deficiency anaemia, menorrhagia, nausea, pelvic pain and tooth disorder to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure on (B)(6) 2014: essure confirmation test: unspecified. Result-not reported. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 11-sep-2019: pfs received. Previously reported event "injury nos" replace with "menorrhagia (heavy menstrual bleeding)", events- "anemia, general abnormal bleeding, bladder problems were added. Outcome of the events: menorrhagia (heavy menstrual bleeding),anemia, general abnormal bleeding, pain", lab data, patient demographic added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.